Event description:
It was reported that the patient experienced an inadequate stimulation due to high impedances on one lead. No device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded per hospital policy.